Manufacturer narrative:
Citation: b. Waldau, k.m. Fargen, w.j. Mack et. Al. Axium microfx coil for the completing endovascular aneurysm surgery study (access) - a prospective evaluation of the safety and durability of axium microfx pgla coils. Interventional neuroradiology. Within this article, fifteen patients underwent treatment of 16 aneurysms. The majority of study participants were female (87%). Average age at the time of treatment was 58±14 years. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that one patient was had a new stenosis of the right pca just distal to the embolized basilar tip aneurysm. This stenosis was asymptomatic, but did reach 50%. The patient did have a single coil ¿tail¿ that had herniated into that pca during the original embolization. The patient was not maintained on anti-platelet medication following the embolization procedure. The patient underwent axium coil embolization to treat a basilar tip aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.